Manufacturer narrative:
(Complaint number: (B)(4)). No samples were received for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. We have no further complaints on the material/batch. We forwarded the complaint to our supplier for their investigation and comments. A check of production records shows no documentation indicating deviations. Retain samples were visually checked and no deviations were found. Safety mechanisms were activated manually and there was no difficulty encountered. Functional testing was performed and all results met specifications. They were unable to confirm the complaint. We appreciate it being brought to our attention as we continuously strive to improve greiner products and services.

Event description:
Customer states that a needle stick injury occurred on (B)(6) 2015. The patient was being drawn from a vein between two knuckles. The employee felt that the location of the blood draw made it difficult to ground the wings of the sbc to engage the safety. The index finger of the employee's other hand was nicked in the process. The event was not life threatening. The event did not result in permanent impairment of a body function. The event did not result in permanent damage to a body structure. The event did not necessitate medical or surgical intervention to preclude impairment or damage.